Event description:
Volun (B)(6) 2014: failed right total hip arthroplasty secondary to catastrophic taper corrosion of femoral component. Patient had revision surgery.

Manufacturer narrative:
Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. The device was not received for review. Medical records were not provided for review. Device history review. The device was accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events from this lot. The exact cause of the event could not be determined as information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
Volun 03-feb-2014: failed right total hip arthroplasty secondary to catastrophic taper corrosion of femoral component. Patient had revision surgery.